Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up and stuck at the 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was an error with flexvision pc.the fse replaced the flexvision pc and hard drive and reloaded the software onto the new pc. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card in the flexvision pc. Philips has initiated a medical device correction (z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of flexvision pc and hard drive and reloading software. The codes were updated based on the investigation outcome.